Event description:
The patient reported a loss or change of therapy. It was stated that they had an accident on the morning of date notified and tried increasing stimulation but needs assistance. The patient also has pain at the implant site since surgery on (B)(6) 2016, and they do not feel stimulation with therapy confirmed to be on at 6.3v. Amplitude was increased and it was confirmed that they felt stimulation comfortably in the correct area. Follow up with the healthcare provider (hcp) is to be conducted if the issue does not resolve. The patient's indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.